Event description:
It was reported that the procedure was to treat a concentric lesion in the distal right coronary artery (rca), with moderate tortuosity, moderate calcification and 90% stenosis. The vessel diameter was 2.75 mm and the lesion length was 30 mm. A 2.5x12 mm nc trek dilatation catheter was advanced and inflated for pre-dilatation of the lesion. A 2.5x33 mm rx xience xpedition stent delivery system (sds) was advanced but it could not cross the distal portion of the rca. Thus, the lesion was dilated again with the 2.5x12 mm nc trek dilatation catheter; however, the dilatation catheter became stuck with the pilot 50 guide wire. Reportedly, the devices were soaked with saline but resistance was met between the two devices. The 2.5x12 mm nc trek dilatation catheter and the pilot 50 guide wire had to be withdrawn from the patient anatomy as a single unit due to the devices being stuck together. The procedure was continued with a new pilot 50 guide wire and a 2.5 mm nc trek dilatation catheter. The 2.5x33 mm rx xience xpedition sds was re-advanced and the stent was deployed and the lesion was further dilated with a 2.75 mm nc trek dilatation catheter. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: nc trek rx 2.5x12mm; guide catheter: hyperion jr4. The 2.5x12 mm nc trek dilatation catheter referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or remove from this lot. Based on the reviewed information, no product deficiency was identified.